Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the ipg of the patient was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the ipg of the patient was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.